Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead became disconnected and there was an infection. The reporter stated that the doctor ¿soaked the stimulator and lead to re-sterilize.¿ the reporter seemed confused on what was replaced and what was re-sterilized. No futher information was provided.